Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the blood gas module configuration did not match the placement of the cable heads. The user confirmed that the green circle over the "b" indicator were signified at any time, and that the adjustment of the sensor was wrong. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.